Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation unit gave a critical pump error (open book) and flashing medtronic logo was not observed. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book). Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corrosion was noted on motor flex connector gold traces. Additionally, corroded lcd flex connector gold traces were noted. Isolate to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unable to retrieve software version due to critical pump error (open book) and corrupted history files. Unit was also received with: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of flashing medtronic logo were not confirmed when unit powered on with critical pump error (open book) instead. Corrosion was noted on motor flex connector gold traces and lcd flex connector gold traces. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.